Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers or product allegation. The gender of the baseline characteristics is male and the baseline age is approximately 63 years old. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: small-caliber lead failure after generator exchange. Journal of cardiovascular electrophysiology. 2016; 27(7):846-850. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were apparent lead fractures, pocket erosions, infections, impedance changes, undersensing of r-waves, and noise. The lead status/location is unknown; however, the article indicated that many leads were replaced at the time of generator exchange. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Event description:
Additional information was obtained through follow up which indicated that the "dysfunction" of the leads was reported through the appropriate channels. No further information was available/provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.